Event description:
Customer alleges false positive troponin (tni) results with meter: sample collected (B)(6), sample tested (B)(6). Customer used the following parameters as tni cutoffs: <0.05 as normal, 0.06 - 0.09 as grey zone, >= 0.10 as abnormal. Customer received the following results: device lot# w49571, tni 0.19, ckmb 3.4, myo 296, bnp <5. Device lot# w49582, tni <0.05, ckmb 3.7, myo 198, bhp <5.

Manufacturer narrative:
In house testing on w49571 with 2 'normal' (apparently healthy) whole blood donors and the negative control calibrator z showed all values to be <0.05 ng/ml for tni. No product deficiency was observed with either device lot. No sample was returned for testing; product was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence.